Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. H6: component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 medical devices: persona stem extension tapered cemented 14 mm diameter, catalog#: 42557000114, lot#: 66200868; tibia cemented 5 degree stemmed right size f, catalog#: 42532007502, lot#: 66138994; all poly patella cemented 35 mm diameter, catalog#: 42540000035, lot#: 66194824; articular surface medial congruent (mc) right 12 mm height, catalog#: 42522100812, lot#: 65941034. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision eight months post-implantation due to loosening. No additional patient consequences were reported.